Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 370cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), breast asymmetry, left breast firmness, and bilateral ptosis, post-procedure. The capsular contracture was diagnosed during an in-office visit. As a result, the patient underwent removal and replacement of the left breast with a mentor gel implant, and bilateral mastopexy revision procedure on (B)(6) 2021. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right breast implant. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant was reported under mrn: 3006942524-2021-00001.